Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's case was cracked by the battery ear causing the battery to not be inserted into the monitor. The root cause for the damaged case was physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.